Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer states she does not know how to do basal or bolus wiz settings and just needs to get those set up in her new pump. Declined troubleshooting. The product was not returned for analysis.